Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: partial capsular contracture grade unknown, rupture.

Event description:
Health professional reported "partial capsular contracture, baker grade unknown" and "rupture" via MRI. This record is for the right side. Device remains implanted.

Event description:
Health professional reported "partial capsular contracture" and rupture via MRI. Health professional later reported ¿exchange with no complaint against the device¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.